Manufacturer narrative:
No sample has been returned for evaluation for the report of pressure too low/hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., patient postoperative condition, intraoperative complications, patient postoperative condition/medications, etc.) Was provided to thoroughly evaluate the case. There is no mention of device failure. Possible root cause is that hypotony, or low intraocular pressure (iop), is an established risk associated with system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with pressures too low (4 and 6 mmhg) after a glaucoma filtration device implantation. The anterior chamber is still deep, visual acuity good, and no choroidal effusions. Additional information was requested.